Event description:
It was reported the device is getting inconsistent values needs to be calibrated. The device was not in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Analysis was performed onsite service personnel which included testing of the affected device. The results of the analysis were that the nbp tubing needed to be replaced on the device. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective nbp tubing. The issue was resolved by replacing part from stock and the product is back in service. E1: reporting institution phone#: na. E1: reporter phone#: na.